Event description:
It was reported the patients blood glucose level rose to 390 mg/dl while wearing the pod for an unknown amount of time. It was reported that the patient noticed a small amount of dried blood at the end of the cannula after pod removal. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad and inside the external portion of the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. This leak was found to have no effect on the reported event.